Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated that the patient experienced a rash underneath the adhesive border that comes and goes. The patient experienced the condition during a period of two months prior to complaint receipt. Patient changes the device every three days, using adhesive remover and skin prep. Patient outcome was not noted.